Event description:
Study event. Device malfunction: none. Symptoms/ae: hypotension/respiratory distress. Time of symptoms/ae: post procedure. It was reported that post a right internal and common carotid artery stenting procedure, the pt experienced a decrease in his blood pressure. Physician's orders were to keep the pt's systolic blood pressure less than 150mmhg, but greater than 90mmhg. The pt's pressure never dropped below 90mmhg systolic. The pt was discharged home one day post procedure and his antihypertensive and diuretic medications were held due to hypotension while in the hosp. The pt was instructed to restart the medication should his blood pressure reach above 140mmhg systolic. Four days later, the pt was admitted to the hospital for congestive heart failure, most likely related to the discontinuation of his blood pressure medications/diuretics. He was discharged to home two days later. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.